Event description:
Additional information has been received stating the patient is experiencing vision loss in both eyes and this record is for the patient's right eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that after the second yag laser treatment, the vision was better and that the lens was clear.

Manufacturer narrative:
The product was not returned for analysis. Additional information: the following information was provided by the doctor: "as far as I could judge it is apparently not the lens, but I have to see the patient again. Because of the dust cloud that was released with the laser, the lens was not easy to judge. If the vision gets better, I assume that it is not the lens". Message was provided from the surgeon stating the following: "after the second yag laser treatment the vision was better and that the lens was clear". Evaluation of provided photos: review provided by global device medical safety (gdms irena draskovic) (pid-(B)(4)): od: photo and video evaluation: visible peripherally located ¿whitish¿ matter in the anterior chamber that could pose as residual cortical remnants or fibrin reaction. Cloudiness of the whole visual field is observed too with multiple opacified spots that could be on the cornea and/or lens. Based on the finding it is difficult to conclude which iol was implanted. Os: photo and video evaluation: peripherally located massive pigmented opacification in the anterior chamber presumably caused by residual cortical remnant and/or post-op intense inflammation. Cloudiness of the whole visual field is observed too with multiple opacified spots but not easy to distinguish if it is related to the lens or to the corneal edema. Based on the finding it is difficult to conclude which iol was implanted. We are unable to determine the root cause for the reported complaint. Based on the photos provided by the customer, opacified spots were observed to the od and opacification pigmented in the anterior chamber of os. However, we cannot determine which iol was implanted through the photos attached. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The following information was provided by the doctor: "as far as I could judge it is apparently not the lens, but I have to see the patient again. Because of the dust cloud that was released with the laser, the lens was not easy to judge. If the vision gets better, I assume that it is not the lens". The follow up was conducted with the following message: "message was provided from the surgeon stating that, after the second yag laser treatment the vision was better and that the lens was clear". Based on these investigation findings/information , we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the vision of the patient went from 20/25 to 20/50.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the surgeon stating he watched the video of the lens again with my colleagues. Opinions were divided, but it was also suggested that the cloudiness would be behind the lens. He saw the patient again today and performed a neodymium-doped yttrium aluminum garnet (yag) laser one more time. A lot of liquid cortex tissue was released and I think that capsule is open now. As far as he could judge, it is apparently not the lens, but will have to see the patient again. Because of the dust cloud that was released with the laser, the lens was not easy to judge. If the vision gets better, he assumes that it is not the lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, the implanted lens has a haze on it. The patient is experiencing vision loss. Additional information has been requested.